Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they experienced a high blood glucose of 541 mg/dl at the time of the incident. The customer's other blood glucose was 260, 226, 176, and 81 mg/dl. The customer treated with a manual injection. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed. Air bubbles were found in the tubing. The customer did not allow for the insulin to warm to room temperature prior to filling reservoir. The customer also mentioned issues with sensor glucose versus blood glucose readings. The customer also mentioned calibration and change sensor issues. The insulin pump will not be returned for analysis.